Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was dropped/bumped with no visible pump damage possible and also experienced under delivery anomaly, pump alarms. The customer reported blood glucose value of 16 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported that pump was dropped/bumped with no visible pump damage. Pump alarmed during testing. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, displacement accuracy test and self test. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. No pump error or alarms noted during testing. In further full review of the pump history on the event date of 09-nov-2024 found bolus deliveries of 0.05 u at 02:23:09.000, 0.025 u at 03:08:11.000, and 0.05 u at 03:13:11.000. The total bolus delivered on (B)(6) 2024 is 26.35 u. Pump was cut open to perform visual inspection and found moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with battery tube threads - cracked and cracked case-corner of belt clip rails. In summary, customer allegations for pump under delivering and e/a alarm unspecified were not confirmed during full functional testing. Cosmetic damage location was not specified, however, other cosmetic damage confirmed where cracked battery tube threads and cracked case corner of belt clip rails were noted. Exposed to moisture confirmed due to dried insulin on motor slide. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.